Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker failed to trigger elective replacement indication (eri) when the battery voltage fell below the expected level. No intervention was reported. There were no reported adverse consequences to the patient.